Event description:
A remstar auto device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, no foam particles were noted in the airpath, yet foam degradation was noted inside the blower kit. Moreover, the device had dust contamination. Additionally, the device had dust contamination and had displayed error code e053 (err_comp_log_sem_timeout). Lastly, the device was scrapped by the service center after the evaluation was completed. In addition, the device was scrapped by the service center after the evaluation was completed